Event description:
It is reported that a customer received a possible button error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer's mother stated that they were not sure if the issue was a button error or not. However, the caller stated that they will call back when she has the pump present with her. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.